Event description:
It was reported that upon opening the delivery device kit there appeared to be a crack in the seal of the tear off sheet and therefore the device was not used. There was no patient involved.